Event description:
It was reported that the customer went to the Emergency Room with a blood glucose (BG) level of 409 mg/dL on (b)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Customer was discharged later the same day with no permanent damage. Customer administered a correction injection after release which resolved the issue.